Event description:
The customer reported that one iris rectractor set was broken. Add'l info received on (B)(6) 2010; the reporter stated there was no pt impact and the procedure was delayed for 3 minutes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).